Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause(s) of the reported arrhythmia, ventricular fibrillation and cardiac arrest could not be determined due to insufficient clinical information. H6 investigation type, findings and conclusion have been updated based on the completed investigation.

Manufacturer narrative:
A4 weight is unknown. Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Related medical device reports: this impella rp flex device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella purge cassette.

Event description:
Clinical rationale: an impella rp flex device was inserted into the right femoral vein in a 66-year-old female patient with a past medical history of coronary artery disease (cad), presenting in right heart failure, acute myocardial infarction (ami) and cardiogenic shock (cgs), on multiple inotropes and vasopressors, prior to initiation of support. The impella was inserted for ventricular support post-high-risk percutaneous coronary intervention (pci). While the patient was in the cath lab, a percutaneous coronary intervention (pci) of the right coronary artery (rca) was performed. A vessel dissection was noted at this time. The patient began to decompensate and was placed on multiple inotropes and vasopressors. The physician planned to perform a right heart catheterization to evaluation the right ventricle (rv) function. The physician decided to insert the impella rp flex at this time. The purge cassette failed to prime, so an alarm stated to make sure the bag was spiked. The bag was upright. Attempted to push spike in further, opened the vent on the IV tubing spike, removed the purge cassette and reinserted, unspiked and respiked the purge bag. Troubleshooting attempts were unsuccessful. A new purge cassette was opened and worked with no issues. The impella functioned at p-6 at 2.0l/min. The patient was intubated for respiratory support. After intubation, the blood pressure dropped to 70/40. The patient was having short runs of non-sustained ventricular tachycardia (nsvt). Cardioversion was successful, but the patient went into ventricular tachycardia (vt), followed by ventricular fibrillation (vf), and eventually pulseless electrical activity (pea). It was noted under fluoroscopy that the left ventricle (lv) was barely moving. Due to the patient's history of extensive peripheral artery disease (pad) with bilateral femoral bypass, the patient was not a biv support candidate. The impella cp was not an option. After the physician spoke with the family, the daughter decided to treat the patient with medication only, no chest compressions or further defibrillations. Subsequently, the patient expired in the procedure room. The impella rp flex will be conservatively reported for death; however, the device is unlikely to have contributed to the patient's death, which was most likely due to rca dissection, and the patient's underlying critical clinical condition.